Event description:
It was reported that after initial implant, it was found from x-ray that patient's right ventricular (rv) lead was dislodged. The lead was successfully repositioned on (B)(6) 2023. The patient was stable.